Event description:
It was reported that the system was having intermittent image quality (dark areas) problems. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem.